Event description:
It was reported that the device did not withhold therapy and therefore had delivered an inappropriate shock to the patient. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-45 lead implanted: (B)(6) 2010; 4968-60 lead implanted: (B)(6) 2014. (B)(4).